Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue; the alarm powers on. However, the battery springs inside the battery compartment are bent. Unit does not go into hold mode. Unit has been exposed to moisture and there is battery leakage residue inside the battery compartment and battery springs are corroded. Led lens cover is pushed down. (B)(4).

Event description:
The customer reported the alarm has no power. Batteries have been replaced with a new supply and no visible damage reported. The customer did not provide the date when discovered, no pt incident or injury was reported.